Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient regarding an external neurostimulator (ens). The patient reported that she felt stimulation earlier but now she didn¿t. The patient reported that she was sitting when she felt stimulation before and was sitting now so it didn¿t appear that body position had anything to do with it. The patient reported that she was on 7.2v. The patient reported that the device had been helping her symptoms since she had gotten home and thought that it helped. The patient reported that ¿I¿m at 3 or 4 and normally, I¿m at a 5.¿ it was confirmed that the patient was referring to the symptoms diary. The patient reported that she meant her urgency had gone down to ¿3 and 4.¿ additional information was received from the patient on 2017-05-27. The patient reported that she wasn¿t feeling stimulation and had setting as high as it would go and received an error message. The patient reported that she switched back to the left side and the patient reported being only able to increase to 0.6v before getting the same error message and no stimulation. The patient reported that the ens was still not working for the patient. Additional information was received from the healthcare provider (hcp) on 2017-06-21. The hcp reported that the external neurostimulator (ens) worked for 48 hours then stopped. The hcp reported that he felt 48 hours was a good enough length of time. The hcp reported that there was no device issue and that the tape irritated the skin. The hcp reported that he felt the temporary wires became dislodged. No further complications were reported.